Manufacturer narrative:
On 2/19/2020, mentor became aware of the following: left implant: catalog# 3501640, lot# 6488549. Right implant or device b: catalog# 3501640, lot# 6833018. Hence, this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 19, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/13/2020, mentor became aware that the follow up 2 report stated that on 3/27/2020, a manufacturing record evaluation (mre) was performed. On 3/27/2020 is the date of investigation completion not manufacturing record evaluation completion date. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/27/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After multiple follow ups for additional information, the reported date of implant ((B)(6) 2007) can¿t be confirmed, since it¿s before the manufacturing date of the devices. If and when additional information is received, a supplemental report will be submitted. On 3/2/2020, replacement information below was provided but was inadvertently not reported in the previous submission: left: catalog number: 3501640; serial number: (B)(6); right: catalog number: 3501635; serial number: (B)(6). This supplemental report is for the patient¿s left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On october 29, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. A tear was also observed starting within the crease/fold and extending to the posterior view, measuring approximately 2.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent revision breast augmentation with a 275cc mentor smooth round moderate profile on both sides and experienced bilateral breast implant deflation postoperatively. As a result, the devices were explanted on (B)(6) 2020. This report is for one of the two implants.